Event description:
Additional information received the impedance issue was not investigated further.

Event description:
It was reported there were high impedances, especially on contact 11. It was noted they planned to switch to program b where the active electrodes were 10 and 11. It was stated the patient¿s therapy was not able to be ascertained since the patient was under anesthesia and they were still ¿out of it.¿ it was further reported there was an impedance reading of >10,000 ohms.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v700663, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v660777, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37092, lot# 366120001, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).